Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain. The home patient was connected at the time of the alarm. The patient explained that they did everything the way they always did with their setup. The technical service representative (tsr) went over some of the setup procedures with the care giver. There was nothing found during troubleshooting that would cause or contribute to the alarm. The tsr instructed the patient to disconnect from the setup and to cycle the power on the device in order to clear the alarm. The patient was going to setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.